Event description:
It was reported that while using bd bactec¿ fx40 instrument, there was a false negative result. No patient impact reported.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6).h3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: a results failure was reported on a bactec fx40 instrument (p/n 442296, s/n (B)(6)). The customer reported that a negative bottle came out of the equipment. Bd remote services contacted customer and carried out a new test, bd remote services guided customer to took 1ml of the patient's sample and placed it in a vial with the same batch and in the same position on the equipment and the sample was positive within a few hours, the issue was resolved, the root cause is related to workflow. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review for this instrument was completed and revealed two previous complaints (B)(4) related to results. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ fx40 instrument, there was a false negative result. No patient impact reported.